Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced terrible concentric circles around headlights, christmas tree lights etc., halos, glare, near vision has ghosting and intermediate vision was not good. The patient afraid to drive at night in unfamiliar settings and unable to use the computer and work without readers. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.